Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart, no power and motor error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that a low battery alert was not received prior to off no power alert on the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarms were noted during testing. The motor passed the motor test. No reset/check settings, external ram crc, unexpected restart, displayable history or unexpected low reservoir alarm, excessive no delivery alarm or off no power alarms were noted. The pump was monitored and no blank display anomaly was noted. No damage was found on the lcd isolation tape. The pump had a cracked case at the display window corner, minor scratches and a cracked display window.